Manufacturer narrative:
Additional information was received on august 19, 2019 and it was reported that the patient was a female, therefore sex was populated with f. It was also noted that after the procedure ended and during the validation phase, the blood pressure dropped, and the patient felt dizzy. Extended hospitalization was required as a result of the adverse event, therefore, section b2. Is hospitalization initial/prolonged was selected. The patient¿s outcome is fully recovered with no residual effect. The physician¿s opinion regarding the cause of the adverse event is that it was procedure and patient condition related. There was no evidence of steam pop during the ablation. The force visualization features used included dashboard, vector and visitag. The parameters for stability used with the visitag module were 3 mm 3 seg 25% force 3 gr. The color option used prospectively was ablation index. The flow was set at low flow 2 ml/min and high flow 30 ml/min. No error messages were observed on any biosense webster, inc. Equipment. Manufacturer's reference # ==> (B)(4).

Manufacturer narrative:
The product was discarded, therefore no product failure analysis can be conducted and device malfunction cannot be confirmed.  If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturing record evaluation (mre) review cannot be conducted because no lot number was provided by the customer. Manufacturer's reference #: (B)(4).

Event description:
It was reported that a patient underwent an ablation procedure with a thermocool® smart touch¿ electrophysiology catheter and suffered cardiac tamponade requiring pericardiocentesis. After the procedure ended, the blood pressure dropped, and the patient felt dizzy. A cardiac ultrasound was performed, and cardiac tamponade was confirmed. Pericardiocentesis was performed to remove an unspecified amount of fluid from the pericardium. The patient was reported to be in stable condition. There was no information regarding extended hospitalization, patient¿s outcome or physician causality opinion. No biosense webster, inc. Product malfunction was reported. Multiple attempts have been made to gain clarification on this event with no response. Should any new information be obtained it will be assessed and processed accordingly.